Event description:
The rptr did meter to hcp meter comparison tests, side by side. Rptr's meter read 150 mg/dl, and the dr's (surestep) meter read 221 mg/dl. Rptr did not have any symptoms. On followup, rptr cleans meter on a regular basis, and checks for confirmation dot. Rptr's technique of applying blood is accurate. A control solution test was in range, 134 (96-144). No harm was alleged.